Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported image noise could not be determined, however, the issue was likely the result of image sensor unit damage (disconnection, etc.) Or circuit board component failure due to use stress, external factors, or handling. The event can be detected and or prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ ¿inspection of the endoscopic image.¿ ¿confirm that the endoscopic image is displayed normally in wli and nbi. Observation: ¿1 before inspection, wipe the objective lens using gauze moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, due to damage on charge coupled device unit, image noise occurred and temporarily the image could not be seen. Bending section cover had a scratch. Adhesive on bending section cover had a chip. Video connector had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, a partial color loss and distortion of entire screen with the endoeye flex deflectable videoscope. The intended procedure was a therapeutic laparoscopic inguinal hernia repair. There was a 10-minute delay in procedure, and it was completed by using a replacement device. There was no report of patient harm associated with this event. The device is cleaned via the use of an autoclave. During incoming inspection, it was determined there was screen noise. This medwatch is being submitted to capture the reportable malfunction found during evaluation.